Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal procedure on an unknown date due to broken 2.7 mm locking compression plate (lcp). The broken locking compression plate and seven (7) intact screws were removed during hardware removal surgery and patient was revised with 2.7/3.5 variable angle (va) olecranon plate and 2.7 lcp plate. Fragments were generated and removed easily without additional intervention. It is unknown if there was surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant devices reported: unk - screws: trauma (part # unknown, lot # unknown, quantity# 7). This report is for one (1) 2.7 mm lcp plate 7 holes/67 mm. This is report 1 of 1 for complaint (B)(4).